Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out, externalized conductors were observed via x-ray. The lead was capped and replaced. The patient was stable.